Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not think that the pump was delivering insulin. There was no reported impact to the customer's blood glucose level. Tandem customer technical support (cts) had the customer review the pump history and there were no alerts or alarms present. Cts also verified that the entire bolus had been delivered.